Manufacturer narrative:
The customer contacted reported the patient information is unknown. Date of occurrence - unknown. Serial number- unknown. The alleged complaint was not reported to ge healthcare at the time of occurrence. The unit remained in service; no repair was performed.

Event description:
The hospital reported that, during a case, the unit had a failure that affected mechanical ventilation. The clinician cycled power and continued the case. There was no reported patient injury.